Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced during device upgrade procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).